Manufacturer narrative:
Carestream health (csh) completed the root cause investigation of this incident. No defects related to driving the cart were found. The cart is in operation at the site and there have been no further incidents reported to csh. Csh sent an additional copy of the driving instructions to the site to reiterate safe cart operation, "training details of driving drx revolution mobile x-ray units". This incident is considered closed and no action is required by csh.

Manufacturer narrative:
Carestream will investigate this incident and report back to cdrh with a follow up report in 30 days.

Event description:
The unti drove on it's own on two occasions, second time backing up over the tech's foot and damaging the drive handle.

Manufacturer narrative:
A CAPA has been initiated to determine root cause and if any corrective action is necessary. A follow up report will be submitted within 30 days.

Event description:
The unit drove on its own on two occasions, second time backing up over tech's foot and damaging the drive handle.